Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. A 4.50mm x 32mm liberté stent was selected and advanced to treat the target lesion. Upon attempting to "pass" to the lesion, it was noted that the stent struts were damaged, lifted and bunched up. Upon removal from the catheter, the "stent has been broken". The procedure was completed with another of the same device. No patient complication was reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of 19cm of the distal portion of the liberte/veriflex stent delivery system (sds) with stent and a shelf box and product pouch. The batch number on the packaging matched the reported batch number. There was blood in the guidewire lumen and between the balloon folds. The middle of the stent was stretched causing the stent to exit past the proximal and distal markerbands. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. A 4.50mm x 32mm liberté¿ stent was selected and advanced to treat the target lesion. Upon attempting to "pass" to the lesion, it was noted that the stent struts were damaged, lifted and bunched up. Upon removal from the catheter, the "stent has been broken." The procedure was completed with another of the same device. No patient complication was reported and the patient's status was stable.